Event description:
It was reported that while removing the guidewire from the pt, guidewire got caught and started uncoiling. The pt was taken to the operating room for a cutdown to remove the guidewire. The pt was reported to be stable.